Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (b30 error). The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that a faulty ultrasound plug unit caused the b30 scope communication error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.